Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm or determine the root cause of the reported dislodged cannula. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release was found to have met all acceptance criteria. Locked down smartphone: phone_control_android, omnipod software app version: 3.1.1, operating system: ap3a.240905.015.a2.s906usqs8fyg7, hardware: sm-s906u, cgm sensor type: g7. *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient's blood glucose level rose to over 250 mg/dl while wearing the pod longer than 48 hours. The patient felt the cannula had dislodged from the infusion site (hip/buttocks). There is no information available regarding treatment.